Event description:
Information was received from a patient who had received baclofen via an implantable infusion pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had received a letter asking for updated information on their pump. The patient stated the pump was explanted on (B)(6) 2022. The patient stated the pump was explanted because "the baclofen was like poison to my body and I could hardly walk". The patient also stated the more they decreased the medication the better they were feeling and they were able to be more mobile. The patient reported that since implant, the pump was implanted too high and close to the ribcage, so every time the patient would bend over, the pump would poke them in the ribs and cause additional pain, so the patient opted to have the pump explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.